Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; pfc sigmarp stb tb in 3 10.0; pfc*sigma/ov/dome pat 3peg,35; unknown bone cement.

Event description:
The patient was revised to address anterior knee pain. The surgeon opened the knee to remove bone spurs. He also revised the patella and exchanged the poly while he was there. Doi: (B)(6) 2013. Dor: (B)(6) 2018. Left knee.